Event description:
No additional information

Manufacturer narrative:
Investigation results: the complaint that the plastic at the tip of the catheter was unacceptable could not be confirmed. The length of the material at the catheter tip was acceptable. One 20g insyte autoguard IV catheter was provided for investigation. Material that was consistent with the catheter tubing extended beyond the formed catheter tip. What appeared to be a small tear was also observed in the beveled tip of the catheter where the material extended. The size of the tear and the distance the plastic material extended from the catheter tip were acceptable. Although the catheter tip was acceptable per specification, the manufacturing personnel were notified of the observed damage. Complaints received for this device and reported condition will continue to be tracked and trended. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autoguard winged pnk 20ga x 1.0in had a damaged catheter tip. The following information was provided by the initial reporter: there was a hook of plastic on the tip, not allowing the item to be used. This made it defective.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.